Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At customer site, it was reported there was a speaker malfunction on the mx40. There was no patient involvement.